Event description:
Procedure: lobectomy. According to the reporter: staples did not form properly. The tissue was not closed at all and there was some bleeding. The staple line was over sewn which added 50 minutes to the procedure.